Event description:
It was reported that device shift occurred. A concomitant ablation (which was performed first) and left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx pro closure device and delivery system (wds) was advanced and the closure device was deployed and released. After release, the closure device did not meet release criteria due to compression being out of range. The physician reinserted the radiofrequency ablation catheter and touched up the cti line. The closure device shifted further and developed one-third soulder during post deployment ablation, when it initially had a one-fourth shoulder in high angle views prior to the ablation touch up. There are no patient complications. The physicians plan to monitor the closure device. The patient had a planned admission prior to the procedure.